Manufacturer narrative:
Should additional information become available, a supplemental record will be filed.

Event description:
Dealer is stating that the unit has no alarm.

Manufacturer narrative:
Additional/updated information was added to reflect the device being returned to the manufacturer for evaluation. The result of the evaluation was that the unit was opened and visually inspected with no problems found. The unit ran for 60 hours with no functional problem, so the original complaint issue was not confirmed.

Event description:
Dealer is stating that the unit has no alarm.